Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying alarm led failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:02apr2021. B4:06apr2021. There was neither delay in therapy nor medical intervention reported caused by the event. The device was evaluated by a service technician who confirmed the occurrence of alarm led failed error and determined that the power switch overlay needs to be replaced. The service technician replaced the power switch overlay to resolve the reported issue and the device passed all operational testing. Part was not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant causing the reported power switch overlay failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.